Event description:
The following has been reported: biomed reported: constant service needed alert. Unable to troubleshoot. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. Device was not able to pass self checks in the startup process. The pump was reverted to manufacturing mode and underwent pneumatic recharge testing and was not able to pass, consistent with a failed compressor.